Manufacturer narrative:
Insulin pump passed displacement test and self test. Multiple pump error alarm confirmed in the pump history file due to broken trace on keypad assembly.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error. The customer¿s blood glucose value was unknown. The customer was assisted with troubleshooting. The customer stated that they were able to clear the alarm and able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.